Manufacturer narrative:
Product investigation has been completed for the reported device. The investigation of the complained drill bit shows that the coupling part at the distal end is broken off. Visible signs indicate exceeding mechanical load resulting in breakage at that area. Further visual investigation shows that the tip off the drill bit is completely blunt. As result of blunt cutting edges exceeding torsional forces were applied during use what finally caused the breakage of the device. All the visible damages indicate exceeding mechanical loadings during many years of use resulting in wear and tear. Tips are rounded due to many uses during more than 5 years. Therefore we classify this damage normal wear and tear. Device sent for service and repair was not able to be repaired and has reached the end of life cycle. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: there was no reported patient involvement associated with the complained event. Event date: unknown. Device is an instrument and is not implanted/explanted. (B)(6). The 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: oct 26, 2011. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report synthes europe reported an event in (B)(6) as follows: it was reported that four broken devices were received by service and repair with no information regarding how or when the devices were broken. There was no report of patient or surgical involvement. This is report 4 of 4 for (B)(4).